Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient¿s blood pressure dropped and the patient¿s condition deteriorated into pulseless electrical arrest. While the patient was on the catherization table, a thoracotomy was performed, and a hole was found on the back of the right ventricle. It was also reported there was tamponade from the perforation. The lead was removed, and the patient was admitted to the cardiac intensive care unit. It was later reported the patient died.